Manufacturer narrative:
(B)(4). A wallstent biliary stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed, the outer sheath was bent and accordioned, and the inner shaft was kinked. Functional evaluation found that the stent was possible to be deployed but there was resistance felt upon deployment. No other issues were noted with the device. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) , 2016 that a wallflex biliary rx stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography with stent placement procedure. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician attempted to release the stent but it failed to deploy and was removed from the patient fully constrained on the delivery system. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wallflex biliary stent was returned partially deployed.